Manufacturer narrative:
Corrected information found in section d4 lot #, primary UDI #. Data and information provided by the customer were reviewed and support the complaint issue. The lot search indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Labelling was reviewed which adequately addresses the current issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide field data. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient. The following data for one patient was provided (cutoff <34 ng/l): sid (B)(6) initial result 1,712.8 ng/l, repeated <5.1 ng/l, repeated on another module 126.0 ng/l; sid (B)(6) <5.1 ng/l, repeated 71.7 ng/l, repeated on another module 24.1 ng/l; sid (B)(6) <5.1 ng/l, repeated on another module < 5.1 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient. The following data for one patient was provided (cutoff <34 ng/l): sid (B)(6) initial result 1,712.8 ng/l, repeated <5.1 ng/l, repeated on another module 126.0 ng/l; sid (B)(6) <5.1 ng/l, repeated 71.7 ng/l, repeated on another module 24.1 ng/l; sid (B)(6) <5.1 ng/l, repeated on another module < 5.1 ng/l. No impact to patient management was reported.